Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the most probable cause is user related. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
A healthcare facility in (B)(6) reported that while implanting an intraocular lens (iol)that the lens exited the injector with the front haptic partially ripped from the optic. The partially ripped haptic was bent in the direction of the endothelium resulting in endothelium-touch. It is reported that the lens was prepared with viscoelastic and placed in the injector as per usual process. The surgery nurse advised that it was difficult to put the iol into the injector as at the first attempt the lens-bracket could not be clipped. As the healthcare facility did not have the appropriate equipment for the removal and replacement of the iol this was performed the same day at a different hospital. Additional information has been requested.